Event description:
It was reported that whilst the patient was at the vets when their blood glucose levels dropped to 1.3 mmol/l (23.4 mg/dl). The patient became unconscious and an ambulance had to be called due to hypoglycemia. The patient was treated with intravenous (IV) fluids and with a glucagon tablets. The patient was also given peanut butter crackers, candy, and apple juice. The patient states they had been sweating and that it could have made the pod adhesive come off and the cannula dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The download data showed the pod did not generate drive stalls, timeouts, or hazard alarms. The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin.